Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was in the hospital. They could not get the sensor to work. Customer's blood glucose level was 290 mg/dl. The device was no returned.